Event description:
A malfunction alarm with the code malf 9 was reported, caused by a motor movement error. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump, and after the reset, the malfunction code did not recur. The customer was advised to continue using the pump and to contact support again if the issue reappears.